Event description:
As reported by our affiliate in the (B)(6), a 29mm sapien 3 valve was deployed in the aortic position by the right transfemoral approach. Upon performing the valve alignment step within the descending aorta, it was observed that there was an angle between the crimped valve and the pusher due to tortuosity of the aorta. The valve was repositioned onto the pusher and the balloon was pulled back into valve. At this step, while performing fine adjustment, there was resistance felt, but the valve alignment step was performed successfully. During valve deployment, the balloon did not inflate. Upon pulling negative pressure through the atrion inflator, the inflator filled with blood suggesting a balloon rupture. The undeployed valve and delivery system were able to be retracted into sheath. The valve, delivery system and esheath were removed uneventfully. A second system was prepared. The valve was loaded and deployed successfully. The system was removed, and the vessel closed without any complications or vessel trauma. Upon inspection of the initial system, it was observed that the balloon had 'bunched-up' proximal to the balloon and the shaft of the balloon had torn at the proximal edge of the balloon catheter, at the level of the triple marker of the delivery system. The patient returned to the ward and was discharged as planned. Per medical opinion, the tortuous descending aorta led to the initial stage of the valve alignment being performed in a non-linear section. This led to the balloon catching on the valve and increased tension in the system leading to catheter damage.

Manufacturer narrative:
Edwards lifesciences continues to investigate the reported event and a supplemental report will be submitted in accordance with 21 cfr 803.56 when additional information becomes available.

Manufacturer narrative:
The commander delivery system was returned to edwards for evaluation. Visual inspection revealed the following: balloon leakage upon inflation, balloon torn at ic bond, gouges present on flex tip, and inflation balloon material bunching distally from the valve. Functional testing was performed on the collet force engagement strength and was found to be within specification. Dimensional testing was performed on the double wall thickness of the crimp balloon was found the be within specification. During the manufacturing process, the entire device is tested and visually inspected for physical damage and tensile testing. These inspections and tests during manufacturing process support that it is unlikely that a non-conformance contributed to the reported complaint. A device history record (DHR) review was performed and did not reveal any manufacturing non-conformances that would have contributed to the complaint event. A lot history record review was performed and did not reveal any related complaints. The commander delivery system IFU, device preparation manual and procedural training manual were reviewed for instructions. The procedural training manual provides guidance on valve alignment. Unlock, pull the balloon catheter straight back at the y-connector until part of the warning marker is visible and lock. Do not bend or apply torque to the proximal end of the balloon catheter throughout the procedure. Rotate the balloon lock away from you to lock and towards you to unlock. Lock/unlock symbols are found on the balloon lock and check delivery system before valve alignment. If kinked, do not use. Maintain guidewire position in the left ventricle during valve alignment, slowly rotate the fine adjustment wheel towards you to center the thv exactly between the valve alignment markers with no gap or overlap, and fine adjustment indicator shows how much fine adjustment is left. If additional fine adjustment is needed, unlock and rotate the fine adjustment wheel away from you until part of the warning marker is visible and relock. A gap between the thv and distal valve alignment marker may result in difficulty crossing. An overlap cannot be reversed and may prevent proper thv deployment, fine adjustment wheel functions only when the balloon lock is locked and do not bend or apply torque the proximal end of the balloon catheter throughout the procedure. Do not position the thv past the distal valve alignment marker. This will prevent proper thv deployment. Additional considerations: compression may be observed in the distal portion of the flex catheter during valve alignment and diving may be observed between the thv and the flex catheter tip during valve alignment. To correct: move to a different straight section of the aorta (for diving only), if using the balloon catheter, push forward slightly, and then continue pulling back until part of warning marker is visible and if using the fine adjustment wheel, reverse and then continue with fine adjustment until thv is centered exactly between the valve alignment markers. Thv moves in only one direction relative to the balloon. If valve alignment is not performed in a straight section, there may be difficulties performing this step which may lead to delivery system damage and inability to inflate the balloon. Utilizing alternate fluoroscopic views may help with assessing curvature of the anatomy. If excessive tension is experienced during valve alignment, repositioning the delivery system to a different straight section of the aorta and relieving compression (or tension) in the system will be necessary. No IFU/training deficiencies were identified. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The complaints for valve alignment difficulty or inability and balloon torn were confirmed based on evaluation of the returned device. However, no manufacturing nonconformance was identified during the evaluation. A review of the DHR, lot history, manufacturing mitigations, and complaint history did not provide any indication that a manufacturing non-conformance would have contributed to the complaint. A review of the IFU and training manuals revealed no deficiencies. Per the complaint description, 'during procedure, upon performing the 'valve alignment' step within the descending aorta, it was observed that there was an angle between the crimped valve and the pusher due to tortuosity of the aorta. The valve was repositioned onto the pusher and balloon pulled back into valve. At this step, while performing fine adjustment, there was resistance felt but the valve alignment step was performed successfully'. If there is tortuosity present in the vasculature, it may be difficult to pull the balloon shaft through the flex shaft along bends in the anatomy. Additionally, performing valve alignment in a tortuous (non-straight section) vasculature can cause the valve to unseat (non-coaxial placement of valve in relation to the flex tip) and 'dive' into the flex tip, as evidenced by the observed flex tip gouges. If the thv is unseated from the flex tip during alignment, it can result in higher-than-normal alignment forces creating high tension in the system which can consequentially lead to the reported fine adjustment difficulties. Under simulated conditions (simulated tortuous anatomy), a previously performed engineering study was able to recreate high valve alignment forces. The study revealed that preforming valve alignment in a curvature appears to increase the possibility of 'diving' (thv become unseated from the flex tip), which in turn increases valve alignment force. Higher alignment force appeared to have a higher likelihood of occurrence at tighter radii. As reported, 'while performing fine adjustment, there was resistance felt but the valve alignment step was performed successfully'. During valve deployment, the balloon did not inflate and upon pulling negative pressure through the atrion inflator, the inflator filled with blood suggesting balloon rupture'. Potential root causes for separation of the inflation balloon to crimp balloon bond have been identified and documented in a product risk assessment. As identified in the pra, high forces on the system during valve alignment may result in crimp balloon tearing prior to thv deployment. Per the training manual, 'if excessive tension is experienced during valve alignment, repositioning the delivery system to a different straight section of the aorta and relieving compression (or tension) in the system will be necessary.' It is possible that once the resistance was felt, 'more strength than usual' was applied to overcome the resistance. It is possible that increased forces and tension could have then weakened the balloon causing the balloon to tear. In this case, available information suggests patient factors (tortuosity) and/or procedural factors (valve alignment in non-straight section) may have contributed to the reported event. A conclusive root cause is unable to be determined. No IFU/labeling/training manual inadequacies were identified. Therefore, no corrective or preventative action nor pra is required at this time. The balloon torn issue and it associated risks have previously been assessed and documented in a product risk assessment and CAPA to address this failure mode.